Event description:
It was reported through a literary article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system required explanation due to infection. The patient was noted to have comorbidities which led to reported neglectful post-operative care. During the system explant, the electrode was noted to have fibrosis after being implanted for 6 years. As a result, a sheath and spectranetics were used in order to extract the electrode successfully. The patient remained hospitalized for 5 days, and antibiotics were administered. A life vest was used as a bridge between discharge and new system implant. No additional adverse patient effects were reported. Moini, cyrus, et al. (2024). "Extraction and reimplantation of a subcutaneous implantable cardioverter defibrillator: two cases and a review of the literature." Cureus 16(8): e67737. Doi 10.7759/cureus.67737.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2313 and impact code f2303. This event was reported via literature article, and no model serial number was provided. As a result, we are unable to identify the implant and explant dates, and manufacturing information for this electrode. Additional information was requested, and this investigation will be updated should further information become available. Moini, cyrus, et al. (2024). "Extraction and reimplantation of a subcutaneous implantable cardioverter defibrillator: two cases and a review of the literature." Cureus 16(8): e67737. Doi 10.7759/cureus.67737.

Event description:
It was reported through a literary article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system required explanation due to infection. The patient was noted to have comorbidities which led to reported neglectful post-operative care. During the system explant, the electrode was noted to have fibrosis after being implanted for 6 years. As a result, a sheath and spectranetics were used in order to extract the electrode successfully. The patient remained hospitalized for 5 days, and antibiotics were administered. A life vest was used as a bridge between discharge and new system implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This event was reported via literature article, and no model serial number was provided. As a result, we are unable to identify the implant and explant dates, and manufacturing information for this electrode. Additional information was requested, and this investigation will be updated should further information become available. Moini, cyrus, et al. (2024). "Extraction and reimplantation of a subcutaneous implantable cardioverter defibrillator: two cases and a review of the literature." Cureus 16(8): e67737. Doi 10.7759/cureus.67737.